Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed. Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.

Event description:
The dual trigger rotary was sent for evaluation due to spinning freely during a procedure. The case was completed successfully without any procedure delay. There were no adverse consequences associated with the device.

Manufacturer narrative:
It was noted during the quality investigation that spinning freely in this case was the device slipping because of a loose component. The device had a press fit failure between the high speed coupler and second stage of the gear train. The high speed coupler transmits torque from the gear train second stage carrier to torque pins in drill mode. A press fit failure will result in the drill slipping in drill mode, causing the attachment to spin freely but stall under pressure.

Event description:
The dual trigger rotary was sent for evaluation due to spinning freely during a procedure. The case was completed successfully without any procedure delay. There were no adverse consequences associated with the device.